Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was fluctuating impedance between 40 and 130 ohms on both the rv and svc coils. The technical consultant stated that there was a possible lead fracture. The last update was that the impedances came down to the 60 ohms range and were steady. The lead remains in use. No patient complications have been reported as a result of this event.